Manufacturer narrative:
Device passed the displacement test but failed during prime or a33 test due to loose drive support disk. No frozen display anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump screen was stuck. The customer¿s blood glucose level was 9.9 mmol/l at the time of the incident. The customer also reported that they were unable to exit the preparing to prime loop. The customer stated that they received 2nd series of beeps. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.